Event description:
User experienced erratic results on multiple tests over a period of one week. The following 2 examples were provided: pt 1 initial calcium result 7.7 mg/dl, same sample repeated on the same instrument gave a result of 8.8 mg/dl. Pt 2 initial glucose result 166 mg/dl. Same sample repeated at another laboratory using same methodology recovered 110 mg/dl. Initial results were reported. No info provided to determine if results were used to guide therapy. The field service rep determined there was fluid system contamination and the gear pump pressure was low. The instrument was repaired.